Event description:
In 2006 nellcor puritan bennett received a report from the mother of a female that her daughter had a received burn on her toe from using the pulse oximeter. The burn scabbed and turned black. The mother reported she uses two types of nellcor puritant bennett sensors. She could not identify the specific sensor used in this event, but did report that the sensor's red led felt hot to her touch.

Manufacturer narrative:
Investigation of this report is currently in progress. Nellcor puritan bennett has requested the npb 290 pulse oximeter be returned for evaluation. Note: during a previous call from the user/mother it was discovered that extra tape was being applied on the sensor site and she now reports this is no longer done.